Event description:
In this event it is reported that protaper gold assort sx/f3 25mm ster broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
Investigation summary: involved products broken during use were not returned, and cannot be identified and analyzed. Notably for this reason, no link can be established between breakage issues and information found during DHR review (batch #1464998). The unused protaper gold shaping file sx 19mm which was returned was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.